Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited high impedances, oversensing, and an apparent fracture. It was further reported that the rv lead exhibited noise and a loss of capture. The lead was capped and replaced. During the replacement procedure, the device was scratched and dented due to the extraction, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and a lead impedance out of range alert triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4196 implantable pacing, lead - (B)(6) 2010; 5076 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited high impedances, oversensing, and an apparent fracture. The lead was capped and replaced. During the replacement procedure, the device was scratched and dented due to the extraction, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.